Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was tested and it was found the couple-lever was detached, the device ran loud and slow and would stop running, and the triggers were jammed. It was further determined that the coupling lever cylinder pin was broken and missing, coupling lever came out, and electronic control unit and electric motor had no power. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment coupler catch on the small battery drive device was broken. During in-house engineering evaluation it was observed that the coupler-lever was detached, the device ran loud and slow and would stop running, and the trigger was jammed. It was further reported that the coupling lever cylinder pin was broken/missing, the coupling lever came out, and the ecu and electronic motor had no power. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure, or if an identical spare device was available for use. It was not reported if there was patient involvement reported. There were no reports injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.